Event description:
Litigation papers allege pain and elevated metal ion levels. Update - medical records received (B)(4) 2013. Revision operative report indicates the following: loose femoral stem with motion at the interface proximally; synovitis in the hip joint with a small effusion and some brownish ruddy fluid; evidence of some mild trunnions. The adaptor sleeve and femoral stem have been added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.